Event description:
It was reported that the during replacement of the patient¿s implantable neurostimulator (ins) due to normal battery depletion, the lead component would not come out of the header block of the ins after healthcare professional (hcp) backed out the set screw. The hcp reseated the set screw until a click was heard, backed off the set screw 3-4 turns, and noted that the set screw came out perfectly. The lead was reported to still be stuck. It was observed that the lead was stretching and being compromised. The lead component was then cut about 1/3 away from the header block. It was the decided to close up the patient today and schedule them for surgery next week to remove the old lead and to implant a new ins system. Follow up information received 4 days later confirmed that the existing ins was explanted and the patient was scheduled for a full system replacement on (B)(6) 2014. The reason for the lead being stuck in the ins could not be determined. Additional information received 12 days later confirmed that the lead would not come out of the header block on the ins and eventually the lead broke. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial (B)(4) showed no significant anomalies and had no telemetry. It was noted that output was not tested because the lead (parts) were stuck in the device. Analysis of lead model unknown lot #*uk6150461 showed no significant anomalies. It was noted that the proximal end was stretched and the conductor(s) were broken on visual inspection. The distal end was not returned for analysis. The body of the insulation was cut through and the lead was segmented. Functional testing was not performed (only visual) due to the returned condition.

Event description:
It was later reported all old devices were successfully explanted and new devices implanted. It was stated the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID neu_unknown_lead, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the replacement, something broke being clarified as the hcp found the lead was broken or that something was wrong with the connection so the lead was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.